Event description:
Our affiliate reports to us that during an arthroscopic shoulder repair, a portion of the distal tips of 2 p90 electrodes broke off into the patient's joint space. It is reported that the fragments were retrieved from the body. The surgeon used a 3rd device to facilitate the repair successfully without further issue or harm to the patient. See also associated MDR 1221934-2010-00128.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.